Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the observed foreign object/matter in the forceps elevator and k pipe could not be determined, as no device damage that might result in foreign matter retention was observed and no information regarding the customers reprocessing is available. The event may be prevented by following the instructions for use regarding reprocessing b:elow. ¿chapter 5 reprocessing: general policy¿. ¿chapter 6 compatible reprocessing methods and chemical agents¿. ¿chapter 7 cleaning, disinfection, and sterilization procedures¿. ¿chapter 8 cleaning and disinfection equipment¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for evaluation. The evaluation uncovered yellowish brown unidentified foreign material on the forceps elevator and foreign substances clogging the forceps raiser pipe. Due to the clog in the forceps raiser pipe, water could not be supplied. These findings were due to insufficient cleaning or handling of the scope. Additionally, it was observed that the water removability did not meet the standard value due to a dented nozzle. It was also observed that the bending and knob angulation in all directions did not meet the standard values due to wear of the angle wire. It was observed that the adhesive of the bending section cover was detached. Lastly, a scratch was observed on the acoustic lens and on the connecting tube due to physical stress. The faulty parts were replaced. The device was inspected and passed olympus functional standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility returned an asset evis exera ii ultrasound gastrovideoscope to the service center. During a standard inspection and estimation of the returned device, the forceps elevator had foreign material and the water supply to forceps raiser pipe was clogged. The customer did not report any problems associated with the device and there was no patient user injury or harm reported to olympus.